Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issue and uncomfortable sensations. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device is to be scheduled.